Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event of no external power alarms was confirmed via the log file. A review of the submitted log file showed 240 events spanning approximately 16 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 02:35, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared on its own shortly after. There were two more no external power alarms that activated on (B)(6) 2019 at 06:26 and (B)(6) 2019 at 07:49 due to both power cables being disconnected simultaneously during a power source exchange. The alarm clears shortly after activating when power was restored. The backup battery was able to provide power to the controller during these events. These alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis; it cannot be determined if the v-lock was used at the time of the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis noted multiple no external power events were captured on (B)(6) 2019 while the system was connected to the mpu, these events appeared to be due to a loss of ac power while the system controller was connected to the mpu. No further information was reported.